Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physcial condition. Occlusion messages were noted upon review of the event history log. Device underwent multiple occlusion tests, checking force calibration. The reported customer complaint was unable to be confirmed. Force sensor was replaced as a preventative measure.

Event description:
Information received indicating that smiths medical medfusion pump was alarming occlusion constantly. The reported event occur while in use with the patient. There was no patient injury due to the reported event. The patient received remaining antibiotic medication via IV controller.